Event description:
Literature complaint related to na-u402sx-4019 19 gauge needle published in journal of clinical medicine: "endobronchial ultrasound-guided transbronchial forceps biopsy: a retrospective bicentric study using the olympus 1.5 mm mini-forceps" journal of clinical medicine, volume 11 / issue 16 10.3390/jcm11164700 2022, 11, 4700. The article discusses a retrospective study comparing outcomes of endobronchial ultrasound (ebus)-guided transbronchial needle aspiration (tbna). The na-u402sx-4019 19 gauge needle is one of two needles used in the study. Two events of respiratory failure requiring intervention are noted in the article; in one case requiring noninvasive ventilation and in the second case hospitalization for observation, needles related to events were not specified.

Manufacturer narrative:
Product no longer distributed, manufactured, and no lot information provided for investigation. No DHR review can be performed. Update of the risk file no longer required as product has been discontinued. Device not returned to manufacturer.